Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a high impedance alert when the rv defibrillation coil impedance exceeded the upper programmed alert threshold. It was noted that there was high variability in the rv coil impedances during isometrics and pocket manipulation. An rv coil fracture is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.